Event description:
Patient was revised to address subluxation and pain. X-ray appeared to show correct positioning of trochlea implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. The complaint information will be forwarded to warsaw product development for review. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Customer comments: revision surgery- sigma partial trochlea implant revised to avon. Following the patella femoral joint surgery there was some continued subluxation of the patella and the patient continued to experience some pain. X-ray appeared to show correct positioning of trochlea implant. (B)(6) 2011 e-mail from (B)(6) to (B)(6); I have looked at the unk njr dataset and identified some modifications that are needed to the new data extraction tool that the njr uses for the supplier feedback system, as the tool was not set up to allow cases where pfjs and unis may have been implanted together. These changes will be put in place by the njr centre later this week and I should have a new extraction for the sigma hp pfj (+/- unis) by the end of next week for review. I agree that you need to elicit further details concerning the 4 revisions initially identified at york with mr tony gibbon, so that the cases can be entered into the complaints system for formal investigation. E-mail from complaints (B)(6) 2011; do you have any more information regarding the (B)(6) cases? If yes, can you confirm which complaints dint numbers they are. Alternatively, if these have not yet been sent through as complaints, please advise on the progress and when we can expect to receive the complaint forms. A quick search of our database for (B)(6) shows no complaints.